Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The errors reported were confirmed to have occurred in the event history log. The device was tested up by start-up and multiple flow and occlusion tests. The issue was not duplicated. The j9 cable was glued down good to main board. The analyst replaced the speaker as a preventative measure.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a primary alarm failure and an acu watchdog failure. There were no adverse events reported.